Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The proportional valve was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction during a case while in volume-controlled mode resulting in over delivery of pressure. The patient was switched to manual ventilation and case resumed. There was no patient injury.